Manufacturer narrative:
H6: investigation summary two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. A device history review could not be completed as no batch number was provided. As the samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle were difficult to prime. The following information was provided by the initial reporter, translated from japanese to english: a patient brought the complaint product to the clinic because no fluid came out during priming. The clinic checked the product and found that the needle npe was bent.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle were difficult to prime. The following information was provided by the initial reporter, translated from japanese to english: a patient brought the complaint product to the clinic because no fluid came out during priming. The clinic checked the product and found that the needle npe was bent.